Event description:
Electronic order entered in to the cpoe contrivance ordering the holding of sliding scale insulin at night time. The order was delivered to an electronic file on the nurse's module. This order was not seen by the nurse. Insulin was given. Hypoglycemia with severe symptoms ensued. Orders are delivered without notification to electronic files of the nurse's module. There is a design flaw consisting of failures of the contrivance to link free text orders to specific treatments and medications and to notify health care professionals of new or stat orders. User error is invariably extended as cause to cover-up the design defect facilitating such error.